Event description:
It was reported that there was a malfunction of adjustable pressure limiting valve that could cause loss of manual ventilation. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Manufacturer narrative:
Additional information was received that there is no apl failure, or any indication of a loss of ventilation. In this case where checkout fails due to bag compliance, there is no actual defect with the bag which will cause a hazardous situation. This is not a reportable malfunction.